Event description:
The customer tested her blood glucose using her contour meter and received readings of 231 and 241 mg/dl. She retested using another meter and received readings of 116 and 112 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement strips were sent to the customer.